Event description:
Alleged event: the clips were unable to be loaded in the tip of the device and some clips fell to the floor. The procedure was a liver transplant. The patients condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1400031 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.